Event description:
The report received from the affiliate states that during re-intervention of a restenosed palmaz genesis stent, the balloon ruptured during angioplasty of the target lesion. The patient's gender and age were unknown. The target lesion was the left renal artery. Heavy calcification and mild vessel tortuosity, the rate of stenosis was 90%. The procedure was to treat in-stent restenosis, which the stent (palmaz genesis, cat/lot unk) was placed 2 years ago at the ostial of the renal artery. There was no difficulty accessing the lesion with a guidewire. After proper inspection and prep, an aviator plus was delivered over cruise gw (sjm) but the balloon ruptured at 8atm. There is no information as to what the contrast to saline ratio was to inflate the balloon. The brand of inflation device used is unknown. The brand of contrast used is unknown. It is unknown if there was any difficulty tracking the device to the lesion or crossing the lesion with the balloon. The device was changed to sterling (bsj) and the procedure was completed without patient injury. According to the physician, the balloon might have caught at the stent edge at the aorta side during the inflation.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to a previously placed restenosed palmaz genesis stent in the ostium of the left renal artery the balloon was reported to have ruptured at 8 atmospheres. The vessel was described as having heavy calcification and mild vessel tortuosity with a 90% stenosis. There was no reported patient injury. According to the physician, the balloon might have caught at the stent edge at the aorta side during the inflation causing the burst. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Percutaneous renal artery stenting has become the treatment of choice for ostial atherosclerotic renal artery stenosis. In-stent restenosis (isr) still remains a persistent problem because atherosclerotic stenosis is a progressive disease. The incidence of isr after renal artery stenting has been reported in the literature to be 12 to 21% and as high as 44% in one series. Although there is no standard treatment method, stenting shows a reduction in the restenosis rate compared to conventional angioplasty. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.